Event description:
T was reported patient underwent total knee arthroplasty (B)(6) 2009. A subsequent revision was performed (B)(6) 2012 due to pain, tibial lucency and metallosis. The tibial tray was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Item to be returned for evaluation. Upon return and completion of evaluation, a follow up report will be sent to the FDA. The tibial bearing and femoral removed during this revision procedure were made by biomet orthopedics, and reported under medwatch 1825034-2012-00836/837.

Manufacturer narrative:
Device manufacturer information was entered incorrectly as the biomet (B)(4) facility instead of the biomet (B)(4) facility. The manufacturer report number is correct. The returned tibial tray was dimensionally inspected and all features were found to be according to the drawing in force. Manufacturing history records have been reviewed and showed no deviation, non-conformance, or abnormality. The external supplier certificate of conformity certifies that the raw material complies with the applicable specifications. Complaint history records have been reviewed and found no similar complaints involving this item/lot number. Loosening and pain are considered possible adverse effects and are listed in the product package insert under "possible adverse events". Although the cause of this event has not been identified, no evidences have been found that relate the reported event with the design, manufacture, inspection, or raw materials or the affected device.